Manufacturer narrative:
Request has been made for the return of the product. Evaluation is pending upon completed investigation of the product.

Event description:
On 8 jan 2009, a sales representative reported that in 2008, during an initial fusion surgical procedure on the patient's l4-l5, and l5-s1 spine, the surgeon placed the infix struts into the endplates at l4-l5. As he did so, the struts went into the endplates at an angle. The surgeon had to explant the endplates and struts which caused a surgical delay of one hour. The surgeon was able to finish the surgery as intended with the same size endplates and struts which he successfully implanted after the initial difficulty.